Manufacturer narrative:
The physician indicated that the ncp system was unrelated to the cause of death.

Event description:
Reporter indicated a vns patient had died of probable sudep. The death is unrelated to the vns per the physician. It is unknown whether an autopsy will be performed. The vns device will not be explanted per the reporter.